Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of component codes ), h11. Corrected fields: d5, e1 (initial reporter, event site email), e2, e3, e4, g2, h6 (medical device ¿ problem code). A getinge fse confirmed that battery maintenance cannot be performed and that there is a message that shows no ac even when ac is present. A support case was filed as a result and the backplane board was replaced which resolved the issue. The solenoid control board and reel power cord were also replaced. Ac was present and batteries can be charged. However, after 15mins, the batteries charging went off by itself. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had battery maintenance error.

Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e1 (initial reporter name, email, contact details), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation, health effect- impact code), h11. It was also reported that the battery maintenance cannot be performed and that there is a message that shows no ac even when ac is present. A support case was filed as a result and the backplane board was replaced.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had a battery maintenance error. There was no patient involvement and no harm reported.